Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of internal tissues, discomfort, pressure, swelling, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, dyspareunia, and neuromuscular problems. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, frequency, urgency, urinary retention, incomplete bladder emptying, and nocturia. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced outlet obstruction.

Manufacturer narrative:
Additional information. Additional narrative: it was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
It was reported that the patient underwent sling implantation with concurrent laparoscopic assisted vaginal hysterectomy and repair of pelvic organ prolapsed.